Event description:
A patient reported blood glucose results of "156 mg/dl, 103 mg/dl, and 179 mg/dl" with a lifescan meter, performed within 10 minutes of eachother. The test strips were in good condition, codes matches, and the technique for applying the blood to the test strip was correct. The pt did not have any control solution to troubleshoot. Based on the information supplied by the pt, there is an indication that the product malfunctioned; however, there is no evidence of a serious injury. A complimentary bottle of control solution is being sent.